Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca experienced insufficient cannula length. The following information was provided by the initial reporter: consumer stated he has been having issues for months with the pen needles pooling insulin at the injection site and him not getting the proper medication dose. Stated he was previously using a larger pen needle and was put on the bd nano pro. Consumer spoke with his general doctor and endocrinologist about this issue. No medical attention was received. Consumer declined replacement product, stated he plans to go back to using the longer pen needles. Lot # 9352102 cat # 320555 date of event: unknown hi I'm a life-long diabetic and have been using bd products for decades. A few months ago I started using the product in the subject line above, my pharmacist having informed me that the longer pen needle which I had been using was no longer available. I have found this shorter needle very unreliable, with insulin leaking at the injection site no matter how careful I am with the process. Because I don't know how much insulin I'm losing, I'm experiencing dangerous highs & lows, and a hemoglobin a1c moving steadily up from an acceptable 7.7 to higher and more challenging levels.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca experienced insufficient cannula length. The following information was provided by the initial reporter: consumer stated he has been having issues for months with the pen needles pooling insulin at the injection site and him not getting the proper medication dose. Stated he was previously using a larger pen needle and was put on the bd nano pro. Consumer spoke with his general doctor and endocrinologist about this issue. No medical attention was received. Consumer declined replacement product, stated he plans to go back to using the longer pen needles. Lot # 9352102. Cat # 320555. Date of event: unknown. Hi, I'm a life-long diabetic and have been using bd products for decades. A few months ago I started using the product in the subject line above, my pharmacist having informed me that the longer pen needle which I had been using was no longer available. I have found this shorter needle very unreliable, with insulin leaking at the injection site no matter how careful I am with the process. Because I don't know how much insulin I'm losing, I'm experiencing dangerous highs & lows, and a hemoglobin a1c moving steadily up from an acceptable 7.7 to higher and more challenging levels.